Event description:
The senior medical surveillance specialist spoke with the pt/layperson on 3/26/09 regarding an allegation that his onetouch ultra meter had powered off during use beginning eleven days prior at 9:14 a.m, and that two days later, he developed symptoms "like my throat was closed in, shaky, weak." The customer care advocate (cca) replaced the meter and test strips. The pt reported additional info to this specialist. The pt denied seeing a low battery message and had never changed the battery, stating the battery and meter were new. The meter was, in fact, a replacement the lifescan shipped to the pt on 11/25/2005. Unable to obtain results beginning eleven days prior to original date, the pt continued taking his daily 1000 mg metformin and his glipizide tablets. After a day, the pt became "dead tired". Two days later, the pt developed the other symptoms noted above. Thinking he was low due to shaking (typically a symptom of hypoglycemia), the pt ate; however, he continued feeling bad, when the pt received the new replacement ultra three days later, he tested: result "303." Rather than contacting his physician, the pt did not eat during the day. By night his blood glucose had lowered to "158." Since then his physician has seen the pt and increased his metformin to 2000 mg a day based upon an office meter result of "275." Because the pt alleged he was shaky after the product issue, the complaint is classified.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.